Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer performed multiple supply changes to resolve the issue and resume insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting regarding the insulin gauge issue, therefore no additional information could be provided. Customer's blood glucose was in the 200 mg/dl range.